Event description:
This patient reported to the emergency room with a hematoma at the implantation site. The patient received anti-inflammatory medication and antibiotics for approximately one week. The system was later explanted and replaced with a competitive system due to high rv thresholds.